Event description:
The customer states the battery pack fails routine 3 month calibration check. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.